Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual spec. And found 1 of 2 broken electrode; remaining piece was not returning. A remaining sensor performed bicarbonate buffer test. The sensor passed per spec. With accurate readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of change sensor alarm and bent sensor cannula. The customer's blood glucose reading was unknown. The customer stated that she inserted the sensor two times and the readings were far off. The customer removed the sensor due to cal error and change sensor alarm. The customer will be sent replacement sensors.